Event description:
There was a pinhole at the bifurcation. This was found during the procedure.

Manufacturer narrative:
The complaint of a leak is confirmed. During infusion a leak in the catheter was observed just distal to the bifurcation site. The leak site is located on the arterial side of the catheter tubing. Flexing the tubing along the line of the slit site revealed a partial tear. A cross section view of the tear reveals a jagged edge with a rough, broken veneer. The edges of the partial break are closed against each other when the tubing is relaxed. The partial break line is nearly perpendicular to the central axis of the tubing; however, the exact mechanism of damage cannot be determined. Gross visual and microscopic examinations functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. A chr of lot #reqb0213 showed no other product complaints from this lot number.